Event description:
It was reported the implantable neurostimulator (ins) battery was full every time the patient tried to recharge for the last three days. The patient recharged daily and they usually recharged for about 20 minutes before the ins gets full. When the patient went to check the ins with the patient programmer, the programmer showed that they were on group bat 0.00v on both sides. The patient had not touched their patient programmer in a long time. Last monday, the patient met with their healthcare professional (hcp) and they said the ins battery was full. Recently, the patient had some emotional trauma that threw him back into anxiety. The patient had received assistance from their hcp or a manufacturing representative and their concerns were resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 3391s-40, lot# v385898, implanted: (B)(6) 2011, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 64002, lot# n312803, implanted: (B)(6) 2013, product type: adapter. (B)(4).